Manufacturer narrative:
(B)(4).batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a duodenal switch procedure, the surgeon was going to use the powered echelon for a first application on the duodenum with a blue reload. He says he pressed the activation button and nothing happened like the battery was uncharged. Surgeon was asked if the blade had engaged itself and blocked and he said no, the battery was just dead. Surgeon said once it was removed from the patient, they "played with device" and tried anything just to see if they could understand what was going on and then someone played with the manual override. Surgery was delayed by five minutes, another device was used, and procedure was successfully completed. The person who cleaned device after the case mentioned that the battery was very hot. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2021. D4: batch # u5dn6l. H6: component code: electrical and magnetic (g02). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached on how the bulkhead contacts were damaged. Although there is no direct evidence of use error, the instructions for use do contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the instrument. It can be inserted in either orientation; there is no up or down. Ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. To remove the battery pack, squeeze the release tabs and pull the battery pack straight back.